Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issues. Lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis confirmed with the x-ray observation of a slightly stretched-out inner coil -- damage indicative of helix extension/retraction difficulty. As no further information concerning this report is expected, our investigation is complete.